Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawers 5.1 and 5.2 had multiple failure. A field service engineer (fse) confirmed the firmware and verified that no failures were present at that time, although the customer reported experiencing daily failures. After pushing packages remotely and arriving onsite, the fse identified stations showing drawer issues per healthsight viewer (hsv). Further the fse resolved the issue by reseating the rowboard cables. During further inspection, the fse found several drawers with slides not opening properly and placed an order for replacements. Further the fse replaced the drawer to resolve the slide issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawers 5.1 and 5.2 had multiple failure. The failures reduced after cable reseat but failures were increasing again. The customer tried to recover the drawer, but the problem was not resolved. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.